Event description:
It was reported that the device was close to being outside bounds of fluid delivery. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Service history review identified this device has not been in for service previously.. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a scratched lens and bubbled dso seal. Functional testing found the customer's problem was duplicated. Three separate delivery accuracy tests were performed. The pump was slightly over delivering but within the published +/-6% specification. Recommend that the pumps expulsor be trimmed in order to bring the delivery into more nominal of a range. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: catalog number: 21-2120-0104-01. D4: correction: model number: 2120.

Event description:
Additional information received on 11-nov-2022 via email and attached to complaint object: there was no patient involvement. The device was due for scheduled maintenance and was tested as per guidelines by clinical engineering. When evaluated, it tested too close to its acceptable tolerances for the technician to release it in good conscience. No patient involvement was reported.